Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient underwent repair of an abdominal aortic aneurysm. It was reported that the physician intended to cover both renal arteries, as the renal arteries were not patent. A gore excluder aaa endoprosthesis featuring c3 delivery system was implanted up to the superior mesenteric artery (sma), and a contralateral leg component was implanted for distal extension. It was reported that an ap view showed that the trunk had adequate proximal seal and the sma was patent. On (B)(6) 2011, the patient presented with epi-gastric pain. The patient reportedly coded multiple times. Requiring chest compressions and emergent intubation. Imaging reportedly showed that the trunk had migrated and was now covering the sma, and the collateral vessels were no longer perfusing the sma. The patient was taken to the operating room for a laparotomy, and it was determined the patient had mesenteric ischemia. The patient's condition reportedly declined, and the patient expired that night. The cause of death is unknown, and it is unknown if an autopsy will be performed. Additional information has been requested.